Event description:
Baxter (B)(4) received a report that a 5 ml/hr infuser underinfused during patient use. The total fill volume of 210 ml was infused over the course of 72 hours rather than 48 hours. The device was filled with a solution of 5-fluorouracil and saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 4.87 ml/hr, normalized flow rate = 5.00 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.